Event description:
It was reported that this pacemaker exhibited high out-of-range pacing impedance of greater than 3,000 ohms on the non-boston scientific rv lead in the unipolar configuration which resulted in a lead safety switch (lss) to the unipolar configuration. Additionally, the threshold measurements increased from 0.7 volts to 2.5 volts. There was no noise noted on the v channel. Boston scientific technical services (ts) suggested programming to bipolar sensing and unipolar pacing. This product remains in service. No adverse patient effects were reported.

Event description:
This supplemental report is being filed to provide the conclusion code.